Event description:
The patient contacted animas on (B)(6) 2013 reporting elevated blood glucose levels on (B)(6) 2012 related to an issue with the infusion site; the patient indicated that for several days since (B)(6) 2012 blood glucose levels were ranging between 7 and 25 mmol/l with occasional nausea and vision changes. The pump was reviewed with the patient and confirmed that the pump settings were as desired. The patient confirmed that the basal and bolus amounts correctly added up to the total daily dose. The patient confirmed that there were no relevant alarms in the pump history. The patient reported using a temporary increased basal rate. The patient was advised to follow up with a health care professional regarding a possible need for settings adjustments. This report is made based on the allegation that the patient experienced continued elevated blood glucose possibly related to a need for insulin regimen changes.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box indicated that the last basal delivery occurred on (B)(6) 2013 at 6:57pm. The total daily dose shows higher values on (B)(6) 2013 due to higher temporary basal programs being used. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A one hour and thirty minute suspend was observed on (B)(6) 2012 leading to delivery interruptions. The pump powered on with a clear display and functional auditory and vibratory features. The pump passed ezprime steps with no issues. The pump was exercised for 29 hours with no delivery issues and no alarms occurring. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The force sensor was found to be within calibration, and there was no damage observed to the power and force sensor circuits. There was no defect found on investigation.